Manufacturer narrative:
Per the patient's surgeon, the patient experienced infection at abutment site and subsequently was placed under general anesthesia to remove abutment on (B)(6) 2017. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient developed skin irritation at the implant site. The patient was treated with a topical antibiotic ointment; however, the issue was not resolved. Clinical treatment is ongoing.